Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient reported the symptom of chest pain and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported the symptom of chest pain. The patient reported being rushed to the emergency room due to the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently back to normal. The treating doctor considered the event was serious but not life threatening to the patient.